Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an atrioventricular (av) node ablation the leadless implantable pulse generator (ipg) programmed settings were adjusted as part of the procedure. To gain access to the av node, the left groin was accessed which was close to the device. After completing the procedure, the device was again adjusted. When entering the device measurement screen, a warning indicating the serial number that was being detected was different. The current telemetry session had to be forcefully ended and reestablished. The warning did not reappear, and everything was back to as expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.